Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No lens was returned. Only lens packaging box and patient ID card. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon was inserting a cc4204a collamer single piece lens, +21.0 diopter, in the patient's left eye and a tear was noticed. There was patient contact but no patient injury. The backup lens was used. The reporter stated that the cause of event is "when using the nanopoint".